Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being used for pressure injection and it fractured the catheter. No additional information has become available.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report complaint of the catheter fractured or ruptured while pressure injecting into it, could not be confirmed because no sample was returned for analysis. A device history record review was performed on the catheter based on sales history and did not reveal any relevant findings. However, according to the lidstock and the IFU this catheter is not a pressure injectable device. As a result, use error caused or contributed to this complaint. An in-service was initiated for this complaint.